Event description:
Upon initiating of treatment blood started leaking from the heparin pigtail line. When leaking was identified the piece of tubing was lifted at the pigtail area on the line and the entire tubing disconnected from the main line of the dialysis tubing. Blood started coming out at the connector. No patient harm noted.